Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon showed evidence of being inflated. The device was attached to an encore inflation unit and inflated to its rated burst pressure (rbp) without issue. A microscopic examination of the balloon observed the one blade and part of the pad was lifted for a length of 12mm from the proximal end of the blade. There were no blades detached from the balloon. There was no other damage noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an percutaneous transluminal angioplasty treatment procedure, a blade lift occurred. The lesion was located in the heavily calcified and mildly tortuous left iliac. When the 2cm peripheral cutting balloon was removed from the sheath, the proximal end of one of the blades was noted to be lifted from the balloon surface. The procedure was completed with a different device. No patient complications were reported, and patient status is listed as fine.

Event description:
It was further reported that the cutting balloon had been inflated two times to 6 and to 8 atms. No damage was noted to the 6fr sheath upon removal.